Event description:
It was reported that additional information was received from product investigation closure. The laboratory analysis was able to confirmed the reported field allegation related to the helix function. The inner coil was found deformed. A supplemental report is being filed. It was reported that the right ventricular (rv) lead exhibited high pacing thresholds and was attempted to be repositioned. However, the lead helix was over torqued during retraction causing it to get fractured. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. The helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Laboratory analysis was able to confirm the reported field allegation of helix issues, the inner coil was found deformed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds and was attempted to be repositioned. However, the lead helix was over torqued during retraction causing it to get fractured. The rv lead was explanted. No additional adverse patient effects were reported.